Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an umbilical hernia. It was reported that after extraperitoneal implant, the patient experienced mesh pulled away from midline, adhesions, and recurrence. Post-operative patient treatment included hernia repair with new mesh and removal of mesh.